Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the communication failure was due to faulty connector. However, the specific cause of the faulty connector could not be established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the image did not appear while using the camera head. There was no patient harm associated with the device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There was no image due to a bad connector. Additional details relating to the patient and the event have been requested, but no response has been received at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.